Event description:
On (B)(6) 2012 the patient contacted animas alleging that she had been experiencing erratic blood glucose (bg). The patient did not provide bg values for elevated bgs, but noted that low bgs have been as low as 30mg/dl with confusion, weakness, and loss of consciousness. The patient stated that her bgs have been low at night and high during the day. The patient stated that with the low bgs, her husband has administered glucagon injections and sugar tablets. The patient did not note how the elevated bgs were treated. During troubleshooting it was noted that the patient's doctor had advised the patient to make some basal rate adjustments, and the patient noted that she thinks that she accidentally changed her daytime basal rate to 0.00 units/hour during a low bg incident. The patient had also reportedly set the time incorrectly, having it set to am when it should have been pm, resulting in the patient receiving no basal delivery during the day and her daytime basal delivery at night. There is currently no indication of a pump malfunction. This complaint is being reported because the patient allegedly experienced severe hypoglycemia while using insulin pump therapy. Use error was determined to be a factor in the reported bg excursions.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/10/2014 with the following findings: during investigation, the pump history was reviewed and showed that the daily insulin delivery totals correctly reflected the programmed basal rates. No activity outside normal use was observed in the black box or download history. There was no data in the black box or download histories from time of the reported bg issue due to continued use. The pump passed the flow accuracy test and was found to be delivering within the required specifications.